Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Event description:
Boston scientific received information that this pacemaker device showed less than 6 months remaining longevity. The field representative suspected for possible premature battery depletion (pbd). The data analysis indicates that the device was depleting unusually and device power has been increasing steadily and was consistent with degradation of internal hardware component; advised to schedule patient for device replacement. It was also noted that there was a sufficient reserve for the device to maintain normal therapy functions for several days. Additional information received indicated that there was a confirmed premature battery depletion (pbd) on the device. The device was explanted. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the product was performed. Review of device memory noted no suspicious fault codes or resets. The battery voltage measurements showed power level had increased over the past year. Additionally, a high power consumption was detected. Detailed analysis confirmed that the identified failure mode was consistent with device that have leaky capacitor. This resulted in the observed premature battery depletion.